Event description:
It was reported that this right ventricular lead exhibited noise. It was decided to continue monitoring the patient and address this at the next in patient visit. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).